Event description:
It was reported that the patient presented to the clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise, as noted in the electrograms (egms). No changes or interventions were reported. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. No intervention was performed; the rv lead will continue to be monitored.